Manufacturer narrative:
Inspected one opened/used enlite sensor and found sensor with cannula retracted inside sensor base.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had issues with the sensor. When she removed the sensor, the electrode was missing. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.